Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al3860 number, and no non-conformances were identified. Additional investigation summary: a bottom overwrap packet of product code p1663t, lot al3860 was received for analysis. As no sample was returned for evaluation, we are unable to investigate further to the issue of ¿at the time of suturing, the suture was bursting".

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. At the time of suturing, the suture was bursting. There were no adverse patient consequences reported.